Manufacturer narrative:
One used spinning spiros® closed male luer, red cap and one 3 ml syringe were received and visually inspected. As received, the spiros was securely connected to the syringe. The spiros spin feature was returned activated and spinning freely. No visible damage or anomalies were identified. The spiros was leak-tested and leakage occurred in the unactivated position from the o-ring/poppet interface. The spiros sample was disassembled and further analyzed. The o-ring measurement failed the outer diameter specification. The reported complaint of leaking spiros can be confirmed. The probable cause is due to an error during the o-ring molding process. A device history review (DHR) review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap that was reported to be leaking chemotherapy. There was no report of harm.